Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed originating from an unspecified location on an ak 96 machine during an unknown process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h6, h11. H11: the actual device was not available; however, the device was evaluated on site by a non-baxter technician. During the inspection the technician found that an internal connector was aged and damaged. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the failed component which was replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: f11: report sent to FDA was inadvertently filled out in the previous MDR. This field should have been blank as this report is a manufacturer report and not an importer report. Should additional relevant information become available, a supplemental report will be submitted.